Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Although the exact cause of the failure could not be determined, the investigation determined the most likely cause of the failure was either physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The adhesive part of the lighting lens had peeled off due to handling. The play of the angle knob was out of the normal state due to the extension of the angle wire. There were scratches on the insert serpentine tube, curved rubber, tip cover, operation part, switch box, operation part cover, up/down knob, up/down angle fixing lever, right/left knob, grip, universal cord, scope connector side of the universal cord, and right/left angle fixing knob due to external factors. The curved rubber adhesive part was cracked due to an external factor. The tip cover and scope connector may have been scratched due to external factors. White scratches were found on the image. There was corrosion of the electrical connector contacts due to handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the light guide lens adhesive was peeling on the evis lucera duodenovideoscope. The procedure was not impacted. No patient harm reported.